Manufacturer narrative:
Sezen, c.b., ülker, m, bayraktar, o., kizir, d., dogru, mv., aker, c., saydam, o., and metin, m. Comparison of uniportal subxiphoid lung cancer surgery using multi-joint wristed instruments and uniportal lung cancer surgery technique: evaluation of early outcomes. Journal of laparoendoscopic <(>&<)> advanced surgical techniques, volume 35, number 5, 2025 doi: 10.1089/lap.2024.0378; pages 394-400 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study including 90 cases of intercostal uniportal versus uniportal subxiphoid lung resection for lung cancer was completed between january 2022 and december 2023. Group a consists of patients who underwent uniportal lung resection while group b includes patients who received the uniportal subxiphoid surgery supported by multi-joint wristed instruments. Endo gia was used for lung resection. A competitor product was used for removal of adhesions. Complications included intraoperative bleeding and prolonged postoperative air leak. Interventions included conversion to open, blood pleurodesis, and reoperation.